Manufacturer narrative:
Analysis of product ID# 97702, serial # (B)(4) found that the implantable neurostimulator (ins) passed all functional testing/had insignificant anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the ld stimulation coverage and pain relief since implant were not the same as the trial. Impedances showed all electrodes <1500 ohms. Reprogramming was done to improve coverage area. After reprogramming, patient reported stim coverage in left low back, left hip/buttocks and left leg. Patient reported that after reprogramming, stim coverage was over 80% of his painful area. Additional information was received on 10/31. It was reported that the reprogramming eventually started causing him left lateral knee pain and lower leg pain. Patient stopped using the three new programs that were created yesterday and was only using the program that was left from previous programming session, as it did not cause him the new left lateral knee and low leg symptoms. No further complications were reported/anticipated. On 2018-11-01 (rep): additional information was received from the manufacturer's representative. It was reported that the cause was not determined and another reprogramming was scheduled to occur. On 2018-nov-14 (B)(4) (rep): additional information was received from the manufacturer's representative. It was reported that the patient had 60% relief of chronic pain with stimulator even going for a 2 mile walk 3 days ago. Patient stated he still did not have perception over his left back pain but was getting pain relief. Additional information was received on 11/28. It was reported 70% of relief of chronic pain in left hip. On 2019-aug-12 (B)(4) (rep): additional information was received from the rep who reported the system was explanted on (B)(6) 2019.